Event description:
It was reported that there was fluid ingression found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Device had scratched liquid crystal display (lcd) lens, peeled downstream occlusion (dso) sensor, and cracked battery door. Functional testing performed. Customer's reported problem was duplicated by visual and functional testing. Found liquid on the lcd display. The most probable root cause was due to the fluid ingression on the lcd. Replaced lcd screen to fix the issue. Cadd solis device passed all functional testing after the repair. The previous service, dated 14-aug-2023, was for a different reason of ¿bubbled dso seal¿. This reason for return is not related to a past service.